Event description:
The biomedical engineer (biomed) reported that the gz transmitter had been dropping the ECG readings. No patient harm was reported.

Manufacturer narrative:
The biomedical engineer (biomed) reported that the gz transmitter had been dropping the ECG readings. They tried changing the ECG leads, but the issue persisted. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional device information: d10 concomitant medical device: the following device(s) were used in conjunction with the gz transmitter: central nurse's station (cns): model #: pu-681ra. Serial #:(B)(6). Device manufacturer data: 10/05/2021. Unique identifier (UDI) #: (B)(4). Returned to nihon kohden: na.